Event description:
Boston scientific received information that the patient implanted with this pacemaker was in recovery post a non-device related procedure. It was noted the device was ventricular pacing at 107 beats per minute (bpm). Technical services discussed interaction with the minute ventilation (mv) and monitoring equipment can cause higher pacing. Technical services discussed programming mv to off. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.